Event description:
It was reported by an attorney that a patient sustained an adverse treatment reaction following a procedure performed with a lumenis ultrapulse laser. No information about the seriousness of the event reported.

Manufacturer narrative:
Lumenis investigated the event report contacting the initial reporter by letter and by email to obtain patient information, treatment settings, sun exposure, photos of the adverse outcome, and information about the seriousness of the patient's adverse reaction from the initial reporter however only the patient's name was provided. Lumenis used the information provided to determine the name of the user facility. Lumenis contacted the user facility directly to investigate the event report requesting patient information, treatment settings, and photographs of the reported adverse reaction; however none were provided. An examination of the subject device by a lumenis technical expert noted the middle joint of the articulating arm was loose causing misalignment of the beam in the arm; therefore the cpg pattern was not accurate. It was further noted that the middle joint of the articulated arm was hitting the ceiling of the treatment room. A review of historical subject device service records found that the device had not been serviced for preventative maintenance by lumenis since 06/16/2009. A review of subject device IFU found that annual preventive maintenance by lumenis-certified engineer is recommended to assure the safe operation of the subject device. "Preventative maintenance, safety, power, and calibration checks should be performed annually by a lumenis-certified service engineer to ensure proper laser performance". Absent patient treatment records and photographs of the patient's adverse reaction, lumenis is unable to make a determination of the appropriateness of selected treatment settings or to determine a cause for the event. Should additional information be provided with which to make a determination of cause, lumenis will file a follow-up MDR.